Event description:
Partial dislodgement.

Manufacturer narrative:
The report from the field indicated that: during a coronary stenting procedure, the 3x33mm cypher stent did not cross the lesion. It was pulled back into the guide catheter, and upon removal, it was noted that the stent had partially dislodged from the balloon. The procedure was successfully completed with another stent. There was no injury to the patient. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.